Event description:
Update on event reported as conveyed by the customer below: the problem was reported on 14jan2022. It was detected before the procedure. No other information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. The following sections were updated: b5,g3, g6, h2, h6 and h10. Investigation ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
A technician was on site and fixed the problem. The issue was resolved. The following were performed on the device by the onsite technician. Once completed , the customer reported issue was resolved. Testing of both systems and cleaning of the socket. With four devices, the error did not occur on any of the equipment. The devices were checked for moisture in the connector. There was no visible moisture in the plug. Data log was reviewed . The error once the device contacts were cleaned out did not reoccurred. Based on device inspection, the service department noted that there may have been dirt or moisture on the contact of one of the endoscope that was inserted into the socket. The dirt that likely came from one of the scope where spread out on other scopes and this caused the error when other scopes were connected to the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the clv-190 lightsource device showed b30 communication error with various endoscopes. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the communication error was due to temporary dirt or moisture in the connector. The event can be prevented by following the instructions for use which state: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.